Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Additionally, it was reported that occlusion alarms occurred, that a cartridge did not fit onto the pump. Customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 172 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Occlusion and cartridge was verified. Minimum fill issues the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.